Manufacturer narrative:
Device is a combination product. The device was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. An examination (visual and via scope) of the shaft polymer extrusion fount that the outer shaft polymer extrusion was kinked and that the inner polymer extrusion was stretched and twisted at multiple locations. An examination (visual and via scope) of the tip identified tip damage. An attempt was made to load the device onto a 0.014 guidewire, however it failed to load due to inner lumen damage. The dimensional inspection revealed that the outer diameter (od) of the crimped stent was within specification.

Event description:
It was reported that the stent was stuck on the wire. A 2.75x12 synergy drug eluting stent and a rotawire were used in a percutaneous coronary intervention (pci). During the procedure, ablation was completed using rotapro in a challenging lesion and pre-dilation was then performed using two non- bsc balloons. Subsequently, stenting was desired and a synergy stent was loaded into the rotawire. However, the stent became stuck on the wire. Extreme manipulation and excessive force was required to remove the stent from the wire. The procedure was completed with a different device. No complications reported and the patient was not harmed.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent was stuck on the wire. A 2.75x12 synergy drug eluting stent and a rotawire were used in a percutaneous coronary intervention (pci). During the procedure, ablation was completed using rotapro in a challenging lesion and pre-dilation was then performed using two non- bsc balloons. Subsequently, stenting was desired and a synergy stent was loaded into the rotawire. However, the stent became stuck on the wire. Extreme manipulation and excessive force was required to remove the stent from the wire. The procedure was completed with a different device. No complications reported and the patient was not harmed.